Manufacturer narrative:
This is a supplemental report that was filed under an initial asr report for exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 43 first prime pulses and was deactivated at 99 pulses. The downloaded data returned timeouts and an 0x40 alarm, indicating that the rotational sensor reached the maximum count and a drive stall occurred. Manual rotation of the ratchet gear did not deploy the needle mechanism as intended. The slide insert moved forward halfway along the mechanism rails and stopped. Further inspection found a foreign object, later determined to be an extra hook switching cup spring, lodged underneath the release bar. This inhibited the release bar's intended rotational motion that allows the cam finger to move down. The interference between the cam finger and slide insert prevented the needle mechanism from deploying. No evidence was found that would result in the timeouts, 0x40 alarm, and drive stall occurring; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the patient had hyperglycemia (exact blood glucose level was not provided) due to the needle mechanism failure to deploy the cannula into the skin. It was also reported that there was a metabolic consequence related to the incident. There was no further information provided. The pod was worn between 1 and 4 hours on the leg.